Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt (B)(4) was completed. The electrode belt was fully functional upon receipt. There was no evidence of any equipment failure. Evaluation method; biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) male patient called zoll customer support to report that he had developed a welt under one of the rear therapy electrodes. The patient reported that the welt was weeping and had a foul smell. It is unknown whether the patient sought medical attention. The clinical outcome of the irritation is unknown. The patient continued to use the lifevest.